Manufacturer narrative:
Correction to field h6: impact code. Correction to field b2: outcomes attrib to adv event.

Event description:
It was reported that this right ventricular (rv) lead exhibited a higher pacing impedance than usual. The rv pacing impedance remains within range. Technical services (ts) suggested following actions. It was noted that the patient fell and is in the hospital due to a brain bleed. The patient is stable. It is unknown if the fall was device related. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a higher pacing impedance than usual. The rv pacing impedance remains within range. Technical services (ts) suggested following actions. It was noted that the patient fell and is in the hospital due to a brain bleed. The patient is stable. It is unknown if the fall was device related. The lead remains in use. No additional adverse patient effects were reported.